Manufacturer narrative:
Customer reports: replaced the battery 7 times this morning. She hasn't had any other messages, just battery failed, replace battery now. The insulin pump history download was successful using thus. The following cosmetic damage was noted during visual inspection: cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads. Minor scratched display window, case and keypad overlay. Cracked keypad overlay at select button. Broken belt clip rails. The p-cap / reservoir locked properly during testing. No damage on the retainer during visual inspection. Device received with operating currents within specifications. Device passed self-test and displacement test. During download and per history review it was noted that on 7/14/2021 from 15:51:01 a low battery alarm. Low battery alarm was cleared at 15:51:51. Followed by battery removal at 18:02:55 then a the battery was inserted at 18:02:56 followed by failed battery test alarms at 18:02:56. At 18:02:57 the battery was removed and battery was inserted at 18:03:03 followed by a failed battery test at 18:03:03. At 18:03:04 the battery got removed. At 18:03:11 battery was installed. On 7/14/202 at 15:51:01, 23:39:00 and 7/15/2021 at 03:54:00 low battery alarm were found. Also from 07/14/2021 to 07/16/2021 9 failed battery test alarms were found. Also, from 7/15/2021 to 7/16/2021 4 battery out limit alarms were noted. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within specific range. Device received with normal operating currents. However, the power management graph indicated abnormal behavior of unloaded vaa voltage. Device may have had in intermittent failure of vaa voltage that might of trigger an intermittent battery out limit alarm and failed battery test alarms. Device was cut open and electronic stack and motor removed. Electronic stack, motor assembly and keypad assembly were inspected for electrical faults, moisture damage, workmanship and cracked or damage components. Traces of corrosion were found at electrical board 1 inside and around connector. In conclusion: a block of battery out limit, failed battery test and low battery alarms were found in the adapt file, history file and long trace file were cause by ingress of water corroding and shorting at electrical board 1. The customer complaint of unexpected battery alarms is confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump battery was replaced 7 times but had failed battery alarm. Customer stated that the battery cap was okay but insulin pump had failed battery and replace battery now. Advised them to turn off the insulin pump and wait at least 10 minutes before inserting a new battery. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.